Event description:
It was reported that the implantable pacemaker and leads were scheduled for laser lead extraction (lle) due to infection. The cause of infection is unknown. The lle has been cancelled and a future date for extraction is unknown at this time. At this time the device and leads remain in service. No additional adverse patient effects were reported. Received additional information the device and leads were explanted due to infection and septicemia. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker and leads were scheduled for laser lead extraction (lle) due to infection. The cause of infection is unknown. The lle has been cancelled and a future date for extraction is unknown at this time. At this time the device and leads remain in service. No additional adverse patient effects were reported.